Event description:
It was reported that the left ventricular lead dislodged into the right atrium. It was further reported that during the subsequent left ventricular lead replacement procedure, the initial replacement lead used kept "slipping back." Both leads were removed and replaced with a lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): no anomalies found. The full lead was returned and analyzed. Pvi651889v: no anomalies found. The full lead was returned and analyzed.